Manufacturer narrative:
Reported event: an event regarding assembly issue involving an exeter stem was reported. The event was not confirmed method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicates nothing remarkable to report. Dimensional inspection: the device is dimensionally within specification as per inspection completed by qa manufacturing engineer. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'as reported by the rep: "the patient had an exeter stem in situ, the surgeon did not have any details on the size of the exeter stem as was not able to ascertain previous op notes from the hospital it was done at. Only info he had was the patient was done in plymouth around 8 years ago. The original plan was to just change the head on the stem, but on knocking the head off the stem came out with it. The surgeon checked the size of the exeter stem by reading the side which showed 37.5 0. He asked for a new stem the same size to reput in, we got a 37.5 0 to reput in but it would not fit proximally it was too big. Surgeon resorted to using previous stem that was already in situ which fit as expected." The device is dimensionally within specification as per inspection completed by qa manufacturing engineer. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
As reported by the rep: "the patient had an exeter stem in situ; the surgeon did not have any details on the size of the exeter stem as was not able to ascertain previous op notes from the hospital it was done at. Only info he had was the patient was done around 8 years ago. The original plan was to just change the head on the stem, but on knocking the head off the stem came out with it. The surgeon checked the size of the exeter stem by reading the side which showed 37.5 0. He asked for a new stem the same size to reput in, we got a 37.5 0 to reput in but it would not fit proximally it was too big. Surgeon resorted to using previous stem that was already in situ which fit as expected."